Event description:
It was reported that the device had a power on reset. The patient has been receiving radiation treatments. The reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The detail showed six parity error counts between (B)(6) 2011 and (B)(6) 2012 and "invalid data" on the programmer for rate histograms.